Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected suspend [low sg], sensor glucose vs. Blood glucose, log in issue - unresolved, no com pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7333, mmt-6102. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. Unable to complete troubleshooting or provide instructions, insufficient information to escalate no harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-7333. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 3 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.